Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device sent down for alert 01 patient line open. Now that they had device in shop, they were getting alert 11 (patient temperature 1 below low patient alert) & 51(patient temperature 1 below control range) but did not have device hooked up to simulator keys. Transferred for assistance. Sn (B)(4).

Manufacturer narrative:
The reported issue was confirmed. The root cause for the reported event could not be determined. Now that they had device in shop, they were getting alert 11 (patient temperature 1 below low patient alert) & 51(patient temperature 1 below control range) but did not have device hooked up to simulator keys. Transferred for assistance. Sn (B)(6). Per additional information received via mail on 26aug2025, it was reported that the device will not be sent in for repair. It will be repaired onsite. No details were provided on exactly what type of repair will be done. No medical intervention was noted for the patient at the time of the device malfunction. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Corrections: d, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the biomed stated the arctic sun device sent down for alert 01 patient line open. Now that they had device in shop, they were getting alert 11 (patient temperature 1 below low patient alert) & 51(patient temperature 1 below control range) but did not have device hooked up to simulator keys. Transferred for assistance. Sn (B)(6). Per additional information received via mail on 26aug2025, it was reported that the device will not be sent in for repair. It will be repaired onsite. No details were provided on exactly what type of repair will be done. No medical intervention was noted for the patient at the time of the device malfunction.